Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6 )2013 and suture was used. The patient was back to the hospital for examination on (B)(6) 2013 and found the wound was dehisced with no signs of infection. The surgeon snipped the exposed suture, managed the patient with disinfecting the wound and thought there was no need to repair the wound with suture. The wound closed up after three or four days. Now the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.